Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report accuracy concerns with her meter. Comparing readings against lab reading. Analysis run on clark error grid using lab readings (40) as ref. Point vs. Bd readings (344) yielded data points in the e range of the grid, outside of acceptable limits.